Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date. Date of implant. Initial reporter information. PMA/510(k) number. Manufacture date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient is being tested for metal allergies. No revision procedure has been reported to date. Additional information received noted that the patient did not have an allergic reaction to the vanguard knee.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient is being tested for metal allergies. No revision procedure has been reported to date.